Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user facility provided additional information as follows: the device defect occurred during colonoscopy using the device and the user switched to the emergency video tower. After switching to the emergency video tower, the user successfully completed the intended procedure. Although the procedure was extended, there was no health hazard to the patient due to the switch to the emergency video tower. After that, the device could not display the endoscopic image, so the user could not use the device and returned the device to olympus deutschland gmbh (ode). If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at ode. As a result of the evaluation, the following was confirmed. The video connector socket was broken, but the connection was possible. The front panel was defective and needs to be replaced. The video connector socket was worn out, causing image interference. The usb connection of the rear panel did not work sporadically due to a defect in the connection board. One off switch was damaged and needs to be replaced. The insulation of the board cable was damaged. More than five years have passed since the device was manufactured. It is possible that the endoscope image was not displayed and communication with the endoscope failed due to an accidental failure of the mounted component on the printed circuit board. Error b30 may have occurred because the device failed to communicate with the endoscope. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) gmbh (ode) and found that no endoscopic image was available due to a printed circuit board failure and dust inside the device. In addition, the scope communication error b30 was displayed on the monitor due to the printed circuit board failure. There was no report of patient injury associated with the event.